Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023, in order to re-position the device. However, the procedure was unsuccessful. The implanted device remains.